Manufacturer narrative:
The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. The DHR show that the product was packed and inspected according to our specifications. The incoming records for raw material was reviewed and showed that no issues were found according to the inspection criteria established.

Event description:
Complaint alleges via medwatch: "complaint copper wire stylet broke in half as the medical doctor (md) was getting ready to intubate the pt." No pt injury reported.